Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse instructed the customer to check the lines in buffer bags for correct length and customer confirmed they were correct. Fse instructed the customer to perform a drain flush 2 times and check the pressure, customer reported pressure was still low. The customer ran daily quality control (qc) with acceptable results. The customer then ran 100 patient runs without any low pressure errors. No further action required by field service. The g8 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6). There were no similar complaint(s) identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to air in buffer lines.

Event description:
A customer reported they were getting sporadic 101 pressure low error messages with the g8 instrument. The customer confirmed the buffer and hemolysis & wash solution were not empty. The customer performed drain flush but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.